Event description:
The (B)(6) female patient was part of the sapphire study. The target lesion was located in the left distal common carotid artery. The lesion was calcified and tortuous. The patient received a precise stent. Post procedure, the patient exhibited neurological symptoms of right hemiparesis which was diagnosed as a tia. The onset was sudden. The patient was treated with hespan. The symptoms were fully resolved within 24 hours. Patient had a full recovery with no deficit.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
During the index procedure the patient had a precise stent implanted in a calcified and tortuous distal left common carotid artery. Post procedure, the patient exhibited sudden onset right hemiparesis which was diagnosed as a tia. The patient was treated with hespan, the symptoms fully resolved within 24 hours with no deficit. The patient's medical history includes severe pulmonary disease, hyperlipidemia, clinical copd, cardiac arrhythmia, abnormal stress test, CABG, diabetes mellitus, coronary artery disease and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15495129 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hypotension, hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. As endorsed by 2009 guidelines from the american heart association and american stroke association (aha/asa), transient ischemic attack (tia) is now defined as a transient episode of neurologic dysfunction caused by focal brain, spinal cord, or retinal ischemia, without acute infarction. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Additional information was received that during the adjudication process cec has adjudicated the previously reported tia as a cerebrovascular accident. During the index procedure, pta was performed on a 90% occluded lesion in the distal common carotid artery of 40mm in length in a 4.7mm vessel diameter with mild vessel tortuousity. The arch ii lesion was eccentric mildly calcified. A 5mm medium support angioguard embolic protection device was deployed before a 7x40m precise pro rx stent was successfully deployed at the target site. The angioguard was successfully removed and there was no debris found in the basket upon retrieval. The residual diameter stenosed measured 0%. The patient was neurologically intact upon leaving the angio suite. The conclusion has been updated to reflect additional information that the cec has adjudicated the previously reported tia as a cerebrovascular accident. During the index procedure the patient had a precise stent implanted in a calcified and tortuous distal left common carotid artery. Post procedure, the patient exhibited sudden onset right hemiparesis which was diagnosed as a tia. The patient was treated with hespan, the symptoms fully resolved within 24 hours with no deficit. The patients medical history includes severe pulmonary disease, hyperlipidemia, clinical copd, cardiac arrhythmia, abnormal stress test, CABG, diabetes mellitus, coronary artery disease and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15495129 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hypotension, hypoperfusion and cerebrovascular accident are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.